Event description:
Customer reported crack on the screen of the insulin pump. Customer's current blood glucose reading is 190 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.